Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline associated with pump, the controller , and driveline cover were not returned for evaluation. Re view of the controller log files could not be performed since log files associated with the controller were not available for analysis. The reported event could not be confirmed due to insufficient information. There is no evidence that a device malfunction caused or contributed to the reported event. Based on the limited information available, a possible root cause of the reported driveline disconnection event can be attributed to incorrect placement of the driveline cover. Additional products: d4: serial#: (B)(6), h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14, additional products: d4: lot#: unknown, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the driveline cover was placed on backwards. Whenever the driveline cover was slid back it would also pull the driveline out of the controller port. The driveline cover remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the previously r eported "power device and driveline" issues were due to the driveline cover being incorrectly positioned. Additionally, the controller serial number was provided. Additional products: d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2020 / serial #: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-sep-2019 h6: FDA device code(s): a1203 d1: heartware ventricular assist system ¿ driveline cover d4: model #: unknown / catalog #: unknown / expiration date: unknown / lot #: unknown UDI #: asku d9: no h4: mfg date: unknown h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04037 h6: FDA device code(s): a150202 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 5076-52 lead and 694965 lead implanted (B)(6) 2005; 5076-58 lead and 419488 lead implanted (B)(6) 2011. Additional products: brand name: heartware ventricular assist system ¿controller , model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk / UDI #: asku. Device available for evaluation?: no. Mfg date: unk. Labeled for single use?: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "immediately after surgery there were multiple complications with the power device and driveline". The ventricular assist device (vad), driveline and controller remained in use. No patient complications have been reported as a result of this event.